Event description:
It was reported through the results of a clinical trial that one week and three days post endovascular arteriovenous fistula creation, at the time of hemodialysis access circuit assessment, the endovascular arteriovenous fistula failure to mature within three months of the index procedure was noted. It was further reported that one month and thirteen days post endovascular arteriovenous fistula creation, an additional secondary stage procedure was performed to support maturation of the arterialized vein segments via the banding of basilic vein fistula and the procedure was deemed successful. It was also reported that five months and thirty days post endovascular arteriovenous fistula creation, at the time of hemodialysis access circuit assessment, the endovascular arteriovenous fistula was confirmed to be matured. Furthermore, one year, six months, and five days post endovascular arteriovenous fistula creation, the subject developed an adverse event of fistula thrombosis and ulnar vein stenosis. Additionally, one year, six months and six days post endovascular arteriovenous fistula creation, the subject underwent arteriovenous access circuit intervention. Post procedure intervention was performed in the left endovascular arteriovenous fistula arm. Access circuit stenosis and access circuit thrombosis were the reasons for intervention. The new lesion in the left endovascular arteriovenous fistula arm (ulnar vein, anastomotic) and (ulnar artery, anastomotic) had an eighty percent initial stenosis. Standard percutaneous transluminal balloon angioplasty procedure and thrombectomy were performed to treat the access circuit stenosis and the access circuit thrombosis. Reportedly, the post procedure intervention was successful, and the outcome of the adverse event was resolved. Apparently, there have been no documented device deficiencies reported for this subject to date. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.